Event description:
It was reported that: "(B)(6) changed out the head and liner components of this well fixed total hip for this incision and drainage procedure."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog number and lot code of other devices listed in this report: cat # 06-3200 lot # unk description: c-taper cocr lfit head 32mm/0. It cannot be determined which, if any of these devices may have caused or contributed to the event.